Event description:
It was reported from (B)(6) that during a presentation "an unknown white material" was discovered inside the clam shell package of the cutter/burr device. The device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The actual device was returned for evaluation. However, the device was misrouted or lost after receipt. Investigation could not be completed at this time. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate."

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.